Event description:
The customer reported that a "files system corrupt" error message was displayed on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The flash and software were cleaned and reloaded. The system was then found to be working as intended and put back into service.